Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that post implant a realize band an ugi found occluded band & esophageal dilatation due to band slippage. The surgeon reports using three imbrications sutures in his stomach wrap. The patient had seven fills prior to the band slippage. There was 8.1 ml in the band. The surgeon reports that the patient was reasonably compliant to diet regime. The band was explanted and new band was placed. The patient remained in the hospital 23 hours after the procedure was discharged home.

Manufacturer narrative:
(B)(4). Components were returned as follows: the band/balloon with 3.7cm of catheter. The injection port with locking connector, tubing strain relief and 50cm of catheter. Upon visual inspection, it was observed that buckle from the band was cut on one side (cut performed during the explantation). Several blood and tissue spots were on band and balloon. The injection port was returned in locked position, all hooks were returned deployed. Biological debris was observed inside of hooks and the actuator ring. Per visual microscopic inspection it was noted that the septum was punctured 7 times. Evaluation of the device cannot confirm events that are physiological in nature such band slippage. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.